Event description:
It was reported that the left ventricular lead had oversensing, noise, and a high impedance measurement of greater than 3000 ohms. It was further reported that there were occasional ventricular inhibition of pacing, "one or two consecutive beats at worst." The ventricular sensitivity was reprogrammed. Four months later there were no significant inhibition to pacing in the ventricle and a single non-captured ventricular pacing artifact was revealed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.